Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery and displacement test. No motor error alarm occurred. However, the insulin pump had excessive motor noise anomaly due to faulty motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 537md/dl. The customer stated that he was throwing up and was unresponsive. The caller stated that the cannula had come out of site the day before when skiing, but he did not realized it happened. The customer also mentioned that the insulin pump alarmed motor error multiple times after being hospitalized. Troubleshooting was performed. The device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.